Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient regarding their implantable neurostimulator (ins) for gastrointestinal/pelvic floor. The patient stated the last six month she was not getting anything from the ins anymore. The patient stated she was not feeling stimulation or having any symptom relief. Caller states she has tried all 4 programs and gone to her hcp and they cannot get her to feel any stimulation either. The patient stated her hcp wanted the rep to look at the ins to see if she needs the ins replaced. The representative later reported on 2019-june-04 that the only information he had about this is that the patient was an avid horseback rider and she had fallen off of her horse. She had that full system explanted and has an entire new system implanted last week and is satisfied with the results at this time. There were no further complications reported at this time.

Manufacturer narrative:
Updated to the corrected date sent from previous report sent. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information reported that the representative had no further communication regarding the event but believe her problems with the device arose from her falling off of a horse. The representative was not sure what the facility did with her explanted devices.